Event description:
Provider states tilt actuator is hesitating when going down or up. RMA qt issued: (B)(4).

Event description:
Provider states tilt actuator is hesitating when going down or up. (B)(4).

Manufacturer narrative:
(B)(4). Death was selected in error. This was a malfunction of the device. No death or injury alleged.